Manufacturer narrative:
A couple of photos were shared by the customer, where the set #a1141 is shown, one of the microclaves is observed to be bent. However, no leak is observed in the photos. One used. List #a1141, 9.5" was received for evaluation. As received tpn and lipids solution residuals in the sample and one of the microclave is observed to be bent. No additional damage or anomalies were observed. The set was tested as per procedure and leak from the microclave and the check valve bond was confirmed. No other leaks along the device were observed. Complaint of leak can be confirmed. The probable cause was due to an incomplete insertion during the manufacturing process assembly at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The reporter stated that upon IV assessment during care, this rn noticed a wet spot on the bed. The rn found leakage point on the quad set on the yellow port. The leaking quad set was removed and replaced with new quad set. It was unknown if someone directly operating the device at the time of the event. There was patient involvement age 4 days old, and gender is female and unknown adverse event. The medication involved was total parenteral nutrition (tpn) and lipids.